Event description:
On the original procedure performed on (B)(6) 2015, the implant was deployed as per IFU. On removal of the delivery system from the pt the flexi tip stuck in the limb of the graft that was deployed in a heavily calcified proximal left common iliac. As the physician continued to pull in attempts to remove the delivery system, the proximal end of the implanted graft was seen to move distally down the aorta. On the final attempt to pull the delivery system out, the flexi tip disconnected from the delivery system. Attempts were made to snare the flexi tip but these proved to be unsuccessful. A proximal extension was added to the proximal end of the main graft to improve coverage of the aortic neck. This secured the proximal section of the flexi-tip between the cuff and the inside of the main graft already implanted. On review of the outflow, the physicians decided that there was quick and robust flow through both sides of the graft and so a converter and fem-fem crossover were not necessary. The pt was discharged as per normal practice. (B)(4).

Manufacturer narrative:
UDI# (B)(4). A full review of the device history records has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. An investigation has been initiated by the MFR and the pt will be followed up as per usual practice. In case more info is received, a follow up MDR shall be filed.